Event description:
It was reported that during a total laparoscopic hysterectomy procedure the device had a broken active blade. Broken blade was retrieved. Scrub indicated the surgeon experienced a number of "loosen grip' messages prior to breakage. Also noted that a plastic instrument was inserted into the uterus to hold up against the uterus wall - when device was used to cut tissue that was pressed against this device she noted a line where the device had cut through the tissue and into the plastic of this device. There was a five minute delay to surgery to find and retrieve. No adverse event to patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.